Event description:
The 6fr safe-t-centesis catheter did not function correctly during pre-procedure testing. It was noted and taken off the field. The catheter, in the second tray that was open, also failed. It was from the same lot, a cap inside would come apart as they were about to hook up the patient.